Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. The customer¿s blood glucose level was displayed as "high". Customer corrected blood glucose with a bolus via the pump. The customer continued to use the pump for insulin therapy.